Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported seeing settings not available, cannot provide desired intensity settings message on their controller and stated they lost everything and can't set it. Patient confirmed therapy was on group a with intensity at 0.0. Agent had patient attempt to change groups; however, patient reported only group a was available. Agent asked event date and patient stated they have had similar problems before at least a couple years ago and would reset the controller and "everything would come back;" patient indicated this was the same message. Agent reviewed message and the patient was redirected to their healthcare provider and mdt rep to further address the issue. Patient mentioned they have an appointment with their new healthcare provider in a month. Patient commented they need this machine. Pt called back regarding information as already documented in this case. Pt said that they were not getting anywhere. Agent asked the pt if they had called hcp's office. Pt said they did not as they didn't have a doctor currently. Pt said that they got a new doctor last week, but they wouldn't be seeing hcp until a month from now. Pt said that they were using group a with programs 1-4, however the stimulation intensity on program 1 was at 0 when it was normally at 5 so they weren't getting any stimulation in their legs and they were hurting. Pt said that 4 or 5 years ago they had problems which got fixed over the phone. Agent reviewed settings not available meaning with the pt. Agent redirected pt to hcp to further address the reported issue and have an appt coordinated with hcp and/or mdt rep. Pt said that they would call their primary doctor.